Event description:
Caller reported that a malfunction occurred on the pump, identified by malf 16 speaker test malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for resetting the pump, which resolved the malfunction code, and assisted the customer with updating their contact information to receive necessary notifications. A one-time pump replacement was arranged, and the customer was instructed on using their current pump as backup therapy. The customer will return the faulty pump using the pre-paid label provided and ensure that the pump is in storage mode before shipping. Additionally, the caller was informed about programming their pump settings into the replacement pump and connecting their continuous glucose monitor.